Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 222mg/dl at the time of the incident. The customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The customer was advised to performed the steps after the call and reach back if the issue persisted. The customer called back and stated that the power system error detected reoccurred within a week of the troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.